Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed high blood glucose alerts, with a concurrent fingerstick measurement of 366 mg/dl and sustained hyperglycemia since the prior evening, while the user was wearing an fsl3+ sensor and using a steel infusion set (lot 6015935). Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and device use adjustments. Investigation included guided troubleshooting with replacement of the infusion site and resumption of insulin delivery. Investigation of this case revealed no evidence of a bent cannula, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.